Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the device triggered an alert due to abnormal impedance at the right ventricular (rv) tip to rv coil. Other tests such as a computerized tomography (CT) identified a left pneumothorax, pericardial effusion and perforation of the ventricular lead. An open chest surgery was performed. Per a visual observation, the helix of the lead was found perforated into the epicardium. After retracting the helix, the myocardium was reinforced by suturing. Due to a risk of extraction, the physician inserted the lead tip into the sutured and reinforced the myocardium and extended the helix before closing the patient's chest. An x-ray confirmed that the helix had been extended. The lead remains in use. No further patient complications have been reported as a result of this event.